Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from a patient's left eye due to patient experiencing symptoms of dark vision, poor night vision, glare, and halos, which began one week postoperatively and persisted for five months. A non-johnson & johnson lens (+20.0d) was used as the replacement. Reportedly, the patient is happier with vision with new lens. It was noted that the lens will not be returned. No further information was provided.

Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is 1 week post-op. Section h6: health effect - clinical code: 2140 glare surgical intervention required, 2140 visual disturbance- dysphotopsia- requiring surgical intervention section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt was made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.